Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. Data extraction was not successful. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba). The returned battery was measured, and results were not within specification. The returned battery was unsoldered away from the pcba. An additional attempt was made to scan sensor with evm, and sensor did not scan. Extended investigation was performed on the returned sensor and visual inspection of the printed circuit board assembly (pcba), observed the battery was removed from the pcba and damage to the component close to the battery contact- capacitor. Attempted to extract data from the sensor, the sensor did not read. The observed damage to the components was caused during the unsoldering of the battery from the pcba. This damage to the tracks and components will render the pcba unable to function and power consumption testing could not be performed. Therefore, due to the damage during unsoldering of the battery, adc is unable to perform any further investigation for this issue. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, the customer experienced "slight hypoglycemia" and a non-healthcare provider performed a blood glucose test and then provided juice for treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, the customer experienced "slight hypoglycemia" and a non-healthcare provider performed a blood glucose test and then provided juice for treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.